Event description:
The customer, a biomed, contacted physio-control's technical support to report that during an attempted synchronized cardioversion procedure on a patient their device would not charge and, as a result, was unable to defibrillate. The customer advised that the end users were able to obtain a backup device and a new quik-combo therapy cable (approximately 15-20 seconds) and used that unit to successfully defibrillate the patient. No further details about the patient or the event were provided; however, they were able to report that the patient survived the reported incident.

Manufacturer narrative:
(B)(4). Physio-control contacted the customer, a biomed, who advised that the cause of the reported failure was the quik-combo therapy cable. The biomed replaced the cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.